Event description:
Information received that the head of bed would drift down on its own. No injury reported.

Manufacturer narrative:
Technician found head hi/lo going down using siderail controls, but not when using manual trend lever. Isolated the problem to stuck trend valve. Replaced the trend valve to resolve this issue.